Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 7 mmol/l at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms or replace battery now alarms noted during testing. However, the power graph analysis has confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The insulin pump had minor scratched lcd window, case and keypad overlay.